Event description:
The operator of a vitros 250 chemistry system observed patient results associated with an incorrect sample identification number. The laboratory did not report any results for the sample determined to have an incorrect sample identification number and there was no allegation of harm. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation by ocd determined that results for a patient sample were associated with the incorrect sample identification number. The customer was reusing same sample ID's on a day to day basis. The instrument retains programming and patient demographics for samples that were not completely processed, by sample ID. Use of the same sample ID without first deleting associated programming will cause previously programmed information to be associated with newly programmed samples. Ocd had issued operator instructions and a reminder memo that documents the need to delete sample programming prior to reuse of sample ID's. The customer stated they were not aware of this instruction and when presented with the instructions have agreed to adhere to instrument manual and technical bulletins instructions related to this event. No incorrect patient results were reported and there was no allegation of harm as a result of this event. The cause of the event was determined to be operator error caused by a failure to follow instrument operation instructions.